Manufacturer narrative:
Product analysis: damage to the knob was confirmed. Display wires were found to be pinched, with one wire having compromised insulation. The main seal was found to be contaminated. An output connector was damaged, but functional. Upper and lower case were found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged control knob, such that the knob was bent to the point of detachment from the device. The epg was returned for service. No patient complications have been reported as a result of this event. On (B)(6) 2018: the programmer tested out of specification during manufacturer's analysis.